Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: drug leaked. Actual sample won't be sent. Customer requested to investigate on the 12 unused reference samples.

Manufacturer narrative:
H.6 investigation summary: twelve sealed 32g x 4mm pen needle samples and two photos were returned from lot. No. 8338628, cat. No. 320559. A clot test as per tp700483 was carried out on all twelve samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time. H3 other text : see h.10

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that pen ndl 32g 4mm pro 14 bag 700 case jpx leaked. This occurred on 2 occasions during use. The following information was provided by the initial reporter: drug leaked. Actual sample won't be sent. Customer requested to investigate on the 12 unused reference samples.